Manufacturer narrative:
Patient information was not provided. The field service engineer (fse) confirmed that the instrument failed repeatability for (plt) platelet parameters, generating erroneous high and low plt results that were not flagged. The fse inspected the instrument and found a leak at the probe rinse head caused by loose vacuum tubing. He reattached the loose vacuum tubing at the probe to resolve the issue. Bec internal identifier - (B)(6).

Event description:
The customer reported that repeatability failed for the platelet (plt) parameter on the dxh500 hematology instrument. Customer reported that there were less than five patient sample results impacted. There was no report of death, injury, or change to patient treatment as a result of this event. There was no indication of erroneous results being reported outside the laboratory.